Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient with an enterra ins was feeling electric shocks. They already contacted the hospital but their healthcare provider was on leave.